Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) did not trigger elective replacement indicator (eri) as expected. It was noted the device was interrogated and the device battery voltage was below eri, however, no alert or audible patient alert was triggered. The device will be explanted and replaced. No patient complications have been reported as a result of this event.